Event description:
Boston scientific received information that this right ventricular lead exhibited non-capture at five volts. This rv lead was found to have micro dislodgement. The patient then underwent a lead revision procedure in which this rv lead was replaced. This rv lead is no longer in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed damages at the steroid collar and cuttings in the insulation which occurred most likely during surgery. Blood penetrated the lead in these areas. During further analysis, no deviations were noted which might be related to the clinical observation. In particular, the values measured during the electrical and mechanical analysis proved to be within the technical specifications. There was no sign of a material or manufacturing problem.